Event description:
It was reported that pump displayed malfunction alarm code 0 (fault ID 0x277d) without any notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.